Manufacturer narrative:
This issue cannot be further investigated due tot he absence of a known exel lot number. No additional information was provided. The product in question was not returned for investigation. No documentary evidence such as photos or videos were provided with this complaint. Due to the lack of evidence nor lot number this complaint can now be closed. To address this proactively, we will continuously review and monitor this type of complaint, this incident will be added to our list of complaints for tracking and trend analysis, we will work to improve communication and collaboration with tandem to enhance data collection and gathering process. (B)(4)

Event description:
Issue: caller reported needle damage: "syringe snapped off", during use. Injury: there were no reported injury or consequences from caller. Resolution: replacement of needle and/or syringe and filled cartridge successfully with insulin. (B)(4)